Event description:
It was reported that the device ¿never seemed to work until the patient started drinking sweet tea¿. The reporter did not know if the device was still operating or not. It was noted that the patient had lower back pain and the implantable neurostimulator (ins) was implanted on the right side.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v224659, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).